Event description:
It was reported via repair work order that the zoom drive is too fast and intermittently stops due to malfunctioned csi box, pcb box and drive motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.